Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The device delivered insulin in response to cgm glucose trends and issued high glucose alerts appropriately. No motor errors or occlusion alarms were found. Based on available data and user submission, the event was attributed to impaired insulin absorption at the infusion site, a known user-specific factor occasionally reported in similar complaints.

Event description:
On (B)(6) 2025, elevated blood glucose (bg) levels were reported following the start of ilet use earlier that day. A fingerstick bg reading of 433[?]mg/dl was noted, with data showing continued elevations despite multiple correction doses. Insulin was confirmed to be within expiration and properly stored. The user was utilizing a 23" contact detach infusion set. No issues were identified upon inspection of the cartridge or tubing during troubleshooting. A connector and infusion set change was completed, and insulin delivery was resumed. A subsequent bg reading remained elevated at 403[?]mg/dl, although improved symptoms were reported. It was later confirmed that insulin delivery had been paused for approximately two hours, and a manual insulin injection was administered. A supply change was planned with virtual support. No further follow-up was requested.